Event description:
Customer reported an incident where a pt's skin had been observed to be red while in a giraffe omnibed. The hospital report stated that the staff noticed the redness of the pt's skin. The temperature setting on the omnibed was 36.8c and the pt's temperature was 38.5c. The pt was removed from the bed and placed in another bed. No injury was reported. The unit was tested and no problem was found.